Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation. The pt was in a skilled nursing facility at the time of the event. Motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The pt remained in the skilled nursing facility and the pt ended use of the device.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained in the skilled nursing facility and the pt ended use of the device. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date: monitor: (B)(4): 06/01/2013 - reuse; electrode belt (B)(4): 06/01/2013 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.